Manufacturer narrative:
The customer sent the sample to a reference lab for confirmatory testing and the result was <0.2 ng/ml, which the customer reported this value. The sample is not available for investigation. Controls were run before and after this incident and the results were within the established ranges. The customer also mentioned that the system has been having intermittent primary vacuum low errors. A field service engineer (fse) was dispatched for this event. The fse replaced the sample probe, reagent mixer, the t-valve, and the corresponding valves for the vacuum issue. The customer indicated that a precision run will be performed when the sample is available. The root cause is unknown to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an erroneously low digoxin (dign) result that was generated by the unicel dxc 600 pro synchron chemistry analyzer. The result generated was <0.1 ng/ml, which is outside of customer's reference range. The customer confirmed the low result by diluting the sample. The customer expected the diluted sample result to be approximately 2 ng/ml, but the actual diluted sample value yielded results of 1.4 ng/ml and 1.2 ng/ml. The erroneous result was not reported out of the laboratory. The customer stated that patient treatment was not affected based on the low dign result.